Manufacturer narrative:
Bayer case number: (B)(4). Itching [itching] significant joint pain [joint pain] sinusitis [sinusitis] dry eyes [dry eyes] eyes tearing [eyes tearing] skin problems [skin disorder] difficulty finding words [word finding difficulty] memory issues [memory disturbance] hip pain [pain in hip] shoulder pain [shoulder pain] blurred vision [blurred vision] excessive tiredness [fatigue extreme]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 29-apr-2025. The most recent information was received on 06-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itching") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3223 days after essure insertion, she experienced pruritus (seriousness criterion medically important), joint pain ("significant joint pain"), sinusitis ("sinusitis"), dry eye ("dry eyes"), lacrimation increased ("eyes tearing"), skin disorder ("skin problems"), aphasia ("difficulty finding words"), memory impairment ("memory issues"), pain in hip ("hip pain"), shoulder pain ("shoulder pain") and vision blurred ("blurred vision"). On unknown date she experienced fatigue ("excessive tiredness"). At the time of the report, the pruritus, pain in hip, shoulder pain and vision blurred had not resolved. The outcomes for arthralgia, sinusitis, dry eye, lacrimation increased, skin disorder, aphasia, memory impairment and fatigue were unknown. No causality assessment was received for essure with regard to joint pain, sinusitis, dry eye, lacrimation increased, skin disorder, aphasia, memory impairment, pain in hip, shoulder pain, vision blurred, pruritus or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 112 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Itching [itching], significant joint pain [joint pain], sinusitis [sinusitis], dry eyes [dry eyes] , eyes tearing [eyes tearing] , skin problems [skin disorder] , difficulty finding words [word finding difficulty], memory issues [memory disturbance], hip pain [pain in hip], shoulder pain [shoulder pain], blurred vision [blurred vision] , excessive tiredness [fatigue extreme]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itching") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3223 days after essure insertion, she experienced pruritus (seriousness criterion medically important), joint pain ("significant joint pain"), sinusitis ("sinusitis"), dry eye ("dry eyes"), lacrimation increased ("eyes tearing"), skin disorder ("skin problems"), aphasia ("difficulty finding words"), memory impairment ("memory issues"), pain in hip ("hip pain"), shoulder pain ("shoulder pain") and vision blurred ("blurred vision"). On unknown date she experienced fatigue ("excessive tiredness"). At the time of the report, the pruritus, pain in hip, shoulder pain and vision blurred had not resolved. The outcomes for arthralgia, sinusitis, dry eye, lacrimation increased, skin disorder, aphasia, memory impairment and fatigue were unknown. No causality assessment was received for essure with regard to joint pain, sinusitis, dry eye, lacrimation increased, skin disorder, aphasia, memory impairment, pain in hip, shoulder pain, vision blurred, pruritus or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 112 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.